Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left triathlon knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Event description:
It was reported that the patient is complaining of severe pain and swelling. Patient reports that he can't straighten his leg when lying down. Patient also complains that he can't flex his toes without assistance. Patient is currently walking with two canes. Patient reports that he can't put his heel down when walking. When lying in bed his knee feels like it dislocates toward the left.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant concluded that there is no evidence the patient's described problems in the event description relate to factors of faulty component design, manufacturing or materials in his total knee arthroplasty. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact root cause of the event could not be determined as pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. The following product was added to this complaint: cat. No.: 5515-f-701, triathlon ps fem comp #7l-cem, lot code: eaz7h. Cat. No.: 5550-l-360, triathlon sym patella s36x10n, lot code: lde524. Cat. No.: 5520-b-700, triathlon prim cem fxd bplt #7, lot code: ecfay. Cat. No.: 6192-1-001, simplex p speedset full dose 1 pack, lot code: dcu003.

Event description:
It was reported that the patient is complaining of severe pain and swelling. Patient reports that he can't straighten his leg when lying down. Patient also complains that he can't flex his toes without assistance. Patient is currently walking with two canes. Patient reports that he can't put his heel down when walking. When lying in bed his knee feels like it dislocates toward the left.